Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a delay in response from the keypad. The customer also reported a crack on the battery tube side of case and battery tube threads that affected the functionality of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the buttons remained unresponsive after troubleshooting and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. All buttons functioned properly during testing. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, faded end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. The complaint of delay in keypad response is not confirmed. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.